Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b30 error due to output connector failure was caused by output connector failure. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "(see page 4-41 of the cv-190 service manual.). Displayed message: scope communication error (b30). Contact olympus. Phenomenon: it is an error message when failed hardware deployment of scope ID data (registry error occurred).". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The device evaluation found there was b30 error. Additional evaluation findings are as follows: faulty scope socket and auxiliary (cvw) lamp at 500 or more hour. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that error message 216 and tried to clean contacts for the evis exera iii xenon light source. The issue occurred during inspection for diagnostic procedure (colonoscopy) and completed with a similar device, and without delay. There was no patient harm associated with the event. The device was returned and evaluated and found b30 error. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.